Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber ruptured after 83,273 joules of use and 8:51 minutes. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing a second fiber. No complications to the patient occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap exhibits severe devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, analysis identified that the metal cap was detached and not returned. The fiber can be independently rotated within outer flow tubing. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. Based on the metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed metal cap detachment.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber ruptured after 83,273 joules of use and 8:51 minutes. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing a second fiber. No complications to the patient occurred due to this event.